Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. Olympus medical systems corp. (Omsc) will start evaluating the device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that when the user checked the disinfectant solution concentration level of the subject device with the pc-8000 (saraya co.,ltd), it was 0.185% and it was low compared to the effective level of 0.2% or more. It was reported that since the user started using the subject device, the user has reprocessed the endoscope 20 times with the subject device. The package insert for the disinfectant solution states "0.18% 2.5 minutes" as a condition for high-level disinfection. Therefore, the user does not plan any additional action for this event. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because the serial number of the subject device is unknown. Products are manufactured and tested according to all applicable procedures and shipped to meet all final product release criteria. Omsc surmised that the reported event occurred due to the following combined factors. - the user did not check the concentration of the disinfectant every time when disinfecting. - the disinfectant solution used when disinfecting the water supply pipeline was not discarded at the time of delivery, and this was not shared with the customer. - since the water supply pipeline of the subject device was disinfected, the concentration of the disinfectant decreased earlier than usual.